Event description:
Rptr was testing blood sugar on a bd logic glucometer that was given to him by a diabetes coordinator. Rptr felt tht their sugar level was dropping and they tested using this device and the reading was 75. Rptr felt that this reading was in error and tested using old meter - accu chek-with a reading of 45. Rptr talked with dr about this and she said this could have turned into a life threatening situation if rptr had not had the sense to question the reading and taken the necessary action to treat low blood sugar. Normal range is 80-120, so a 75 reading was not alarming. Rptr doesn't know if this is just a faulty meter or if it is inherent in the product. Rptr would appreciate any investigation.